Event description:
On (B)(6) 2010, the lay user/patient in (B)(6) contacted lifescan (lfs) to report the one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. According to the owner's booklet, this meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. During this time period, the patient continued to take her usual doses of oral diabetes medications metformin and diamicron (gliclazide). Afterwards, the patient experienced the symptoms of shaking, headache, fatigue, dizziness and she "felt cold". The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter¿s battery according to manufacturer's recommendations. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the reported meter power issue. Therefore this complaint is being reported.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was to be used during a stomach biopsy procedure. According to the complainant, during preparation for the procedure, it was noticed that the jaws would not close and remained open. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k: k062195.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.